Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump failed upstream occlusion test during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "failed upstream occlusion test" was not reproduced. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. No device correction was required. Should additional relevant information become available, a supplemental report will be submitted.